Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that while on use on patient, the cs300 intra-aortic balloon pump (iabp) was unable to trigger off ECG. The customer reported that different leads and cables were tried, however that did not fix the problem. The unit also alarmed "unable to calibrate iabp optic sensor". Iabp was replaced and therapy was continued without issues. No patient harm or adverse event reported.

Manufacturer narrative:
The customer reported that the cs300 was evaluated by the biomedical engineering department and no problem was found with the iabp. No further information was provided.

Event description:
It was reported that while on use on patient, the cs300 intra-aortic balloon pump (iabp) was unable to trigger off ECG. The customer reported that different leads and cables were tried, however that did not fix the problem. The unit also alarmed "unable to calibrate iabp optic sensor". Iabp was replaced and therapy was continued without issues. No patient harm or adverse event reported.